Manufacturer narrative:
Follow-up #1: date of submission 11/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/13/2015 with the following findings: during investigation, the keypad was intact and the up/down and ok buttons were unresponsive to user presses. The keypad was removed to inspect under the contacts and there was no contamination found. The pump was opened and the keypad flex was securely attached. The audio bolus button cover was removed and there was evidence of moisture contamination found under the bolus button contact. The keypad was responsive when the bolus button was removed from the circuit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the up, down and ok keys were under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.